Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a x-ray sponge. The customer reports that the x-ray gauze left lint pieces in the wound that had to be extracted. The procedure was a hernia pediatric pack. There was no injury reported. The pieces were easily extracted by hand immediately.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.